Event description:
Complainant alleged that during biomed testing, the measured defib output energy was out of tolerance at low energy settings. Complainant indicated that there was no pt involvement in the reported malfunction.